Event description:
Customer reported a malfunction alarm, identified as malf 9, which did not adversely impact their blood glucose level. Technical support assisted the customer in resetting the pump, which successfully resolved the issue, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues arise.